Event description:
On (B)(6) 2022, it was reported by a sales representative via email that a drill bit broke off in the patient's tibia. This was discovered during a procedure. Case was completed and the drill bit broken fragment remains in the patient, as surgeon could not retrieve it.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the broken tip. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.